Event description:
The patient stated his ins was removed due to infection and would be re-implanted in a couple of weeks. This occurred about 10 days after implant. If additional information is received a follow-up report will be submitted the indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.